Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the operating room for routine generator replacement when noise was observed on the rv lead. Lead was capped and replaced on (B)(6) 2016. Patient was stable before, during and after the procedure.